Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract extraction procedure there was an issue with aspiration of the cataract. The case was completed as planned although it lasted a little longer than expected. There was no harm to the patient. This is the first of two reports from this facility. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system had a recurring aspiration issue. There was no patient harm. The company service representative examined the system and found it to be functioning without any issues. The company service representative determined that the reported event was a result of the customer changing the settings. The company service representative returned the settings to match the settings of the other system at the site. The system was then tested and met all product specifications. The system was manufactured on december 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to system changed settings by the customer. The manufacturer internal reference number is: (B)(4).